Manufacturer narrative:
A company clinical analyst reviewed the case and stated the following: ¿the customer reported that during cataract surgery, the IV pole lowered on its own causing lost irrigation. As result of the event, the patient experienced a posterior capsular (pc) tear. The customer noted they don¿t know how the IV pole lowered on its own. Additional information has been requested with none received to date.¿ thee system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 15, 2007. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of ¿the pole lowering on its own¿ cannot be determined conclusively. The pc tear was caused by the loss of irrigation secondary to the pole going down. (B)(4).

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during cataract surgery, the IV pole lowered on its own causing lost irrigation. As result of the event the patient experienced posterior capsular tear. Additional information has been requested.